Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported an asymptomatic patient presented via merlin.net transmissions with several right ventricular lead oversensing noise episodes. Further review of the egms indicated potential myopotential oversensing. Programming changes were made, oversensing issue was resolved and patient was fine.